Event description:
It was reported that during device interrogation, pacing would stop when the pocket was touched or the patient moved. This occurrence was reproducible and could be seen on the ECG. Device was explanted and replaced. Patients condition was good.

Manufacturer narrative:
Evaluation description: the reported output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.